Event description:
It was reported to the manufacturer, by the end user, per the end user, that hospital service tech was working. Patient, patient's family and unit nurse requested standard size customer owned bedframe. Mattress and controller are agiliti owned. It was explained that patient weight exceeded this capacity and was recommended bariatric equipment. Patient and patient's family request was honored. The bedframe fell to the floor while in patient use. Complaint (B)(4) was entered into our system.

Manufacturer narrative:
This report or other information submitted by joerns healthcare under 21 cfr part 803, and release by FDA of that report information, does not reflect a conclusion or admission by joerns healthcare , its employees, its contract service firms, or their employees, finished device suppliers, or their employees caused or contributed to the reportable event.